Event description:
The pump inversion inside the patient's pump pocket occurred. No signs or symptoms were noted. A surgical procedure was conducted on (B)(6) 2004 to reposition the device. The patient's outcome was not reported. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).